Event description:
It was reported that the temperature sensing foley catheter was totally blocked. Stated that it was put into the patient but did not get any urine back and could not be flushed. Removed from patient, attempted to flush again, but could not be flushed. And stated that the faulty foley catheter removed and new one installed with no issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the temperature sensing foley catheter was totally blocked. Stated that it was put into the patient but did not get any urine back and could not be flushed. Removed from patient, attempted to flush again, but could not be flushed. And stated that the faulty foley catheter removed and new one installed with no issue.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As as the reported event is unconfirmed a labeling review is not required. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.